Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that they were unable to search for a patient in electronic picture archiving and communication systems (pacs). After initiating the search it would load for an extended period of time before failing. Transfer failed message stated "could not negotiate connection with q/r server". It was confirmed that the system previously connected to pacs and that there was no change to stealth ip or pacs info. They cleared off old patients, rebooted, and tried another pacs port with no change. After changing the system to a wired connection, they were able to pull. They tested on another pacs port and the issue was resolved. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: product ID 9735737, version: 2.1.0 h2/h6: the software analysis was completed. The analysis determined that the software was functioning as intended. Codes b01, c19, and d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.